Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review showed the instrument was installed on the system 4 times and fired 3 reloads (2 green, followed by 1 white). On install 1, a green reload was loaded, however no clamping or firing was attempted. On installs 2-4, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a right colectomy, the patient suffered from a late leak about a week after the initial procedure due to a suspected injury to the posterior side of the transverse colon, several cm away from the staple line, the enterotomy, and the overall anastomoses. The surgeon does not suspect the stapler or robotic instruments to be at fault and believes the colon had ¿a weakness in the lining that later leaked." The leak was repaired via an open reoperation, and the patient was admitted to the intensive care unit (ICU). The patient has been extubated and is improving. During subsequent follow up with the surgeon's first assist, through the clinical sales manager (csm), it was stated the surgeon is unsure what the cause of the in injury is, but guesses it is a traction injury or an inadvertent cautery burn. During the initial procedure, an intracorporal isoperistaltic anastomosis was performed. The patient is out of ICU and is improving following the reoperation which was an open washout and colotomy repair.